Event description:
It was reported that the intra-aortic balloon catheter (iabc) was found leak after insertion. As a result, a new catheter was inserted at the same insertion site to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, a cross-over leak was confirmed between the helium pathway and central lumen. The cause of the leak was a partial central lumen break, and the site was located at the previously noted kink (approx. 6.5cm from the distal tip). No other leaks were detected. The root cause is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon catheter (iabc) was found leak after insertion. As a result, a new catheter was inserted at the same insertion site to complete the procedure. There was no report of patient complications, serious injury or death.